Event description:
Rupture of the device in arterial fibrosis. Multiple attempts have been made ((B)(6) 2011) requesting additional information and clarification on this report. Attempts were unsuccessful. Patient outcome/consequence unknown as not provided by the reporter.

Manufacturer narrative:
Event is currently under investigation.